Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database for the femoral found no prior reports for the part and lot number combination. The part and lot info was not provided for the cement. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
Clinical report states the cement did not bond ot the femoral component, meaning the component was loose after the cement cured.